Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment the suture broke. The delivery system was removed from the patient. The guide catheter was noted broken. The procedure was completed with an olympus double layer biliary stent. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment the suture broke. The delivery system was removed from the patient. The guide catheter was noted broken. The procedure was completed with an olympus double layer biliary stent. There were no reported patient complications. The patient was reported to be in good condition after the procedure. Additional information received (B)(6), 2010: the broken suture fell in the patient and was successfully retrieved by the physician.

Manufacturer narrative:
(B)(4): the device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed the working length of the push catheter was kinked near the proximal end. The guide catheter was stretched and broken close to proximal end. The distal end of the guide catheter was kinked/bent. The stent was found attached to the delivery system via suture. The suture was not broken but was discolored likely due to usage of device by the customer. It appears that the suture embedded inside the distal end of the guide catheter during attempted deployment. This may have caused the stretching and breaking of the guide catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.